Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading at time of call was 529mg/dl. Troubleshooting was performed. It was stated that her endocrinologist changed the basal rates the day before the event. It was also stated that the date on the insulin pump is correct, but the time is one hour behind. It was stated that the bolus history revealed several no delivery alarms. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.